Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm. The patient's aorta exhibited partial calcification, tortuosity, 90 degree angulation and had a 38mm proximal thoracic diameter. It was reported that after implantation of the talent a sine occurred and it resulted in a type ia endoleak which was noted on CT exam. On another manufacturers device was implanted proximally and a valiant stent graft was implanted distally as interventional treatment. It is reported that due to severe tortuosity around the phrenic nerve, there was a possibility that the stent graft may have been deflected with insufficient length and so another manufacturers device was additionally implanted. As per the physician, the cause of the endoleak was due to the stent graft (sine). No additional clinical sequelae were reported and the patient will be monitored by their physician.